Event description:
The patient was admitted for a procedure in 2008 with a 90% lesion in the mid to distal right coronary artery. The vessel was heavily calcified and highly tortuous. The lesion was pre-dilated with a balloon due to heavy calcification. A 3.0 x 33mm cypher was selected for implant. While pressure was being applied to the unit, at the target lesion, it started to decrease at about 10atm. Therefore, the stent delivery system was retrieved from the pt and a burst (slit) on the balloon was confirmed. Because the dilation of the stent appeared to be almost completed, the stent was post-dilated with the balloon that was used during pre-dilation. The procedure was finished successfully. There was no pt injury reported. The physician commented that although heavy calcification was observed when intravascular ultrasound was conducted, the physician did not think the balloon would rupture because the calcification was superficial and the target lesion was pre-dilated.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.